Event description:
The lead was implanted on (B)(6) 2012 and capped on (B)(6) 2012. Noise on the rv lead. The procedure took place at hospital of the (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).